Manufacturer narrative:
All information provided by manufacturer, no medwatch form the reported field event of a connection issue was confirmed in the laboratory. A test lead was inserted into the atrial port but it would not fully advance into the header. The cause of the inability to advance the lead with the header was believed to be epoxy in the ring contact spring.

Event description:
It was reported that during implant unable to connect atrial lead into the header. The device was replaced.